Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 10ml experienced difficult plunger movement.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with 10 affected samples (lot #1710244). After the analysis of the samples, the high sliding force to glide the plunger rod was apparent, so we could confirmed the reported issue. The reported functionality defect is produced by improper injection in the barrel filling phase. It could occur cause if there is a particle inside the mold that produces stripes in the internal wall of the barrel. In extreme cases, that issue could produce functionality problems during the use of the syringe. Otherwise, based on our manufacturing records, bd can state that the syringes reported meet the product specs and recommended values in the product standards. On the other hand, either the medication/drug used by the customer or a special method of use (high temperatures, pressures, several uses, etc.) Could affect the sliding properties of the syringes.

Event description:
It was reported that the syringe s2 10ml experienced difficult plunger movement.